Manufacturer narrative:
A steris technician inspected the processor and found the unit to be operating properly, no issues were noted. The technician attributed the event to the operator attempting to close the processor lid by only latching one side of the lid; the opposite side subsequently did not close fully, resulting in the unit leaking. The technician advised the operator to close the lid with two hands and press down until they hear a "click" to ensure that both sides of the lid seal properly.

Event description:
The user facility reported that the system 1 processor flooded the area in which it was located during a processing cycle. No injuries were reported to patients or hospital staff.